Event description:
A fen graft was implanted last year with a different surgeon. The patient has returned for a follow up and there appears to be a type 1b endoleak from the right common iliac. The surgeon has review the imaging and has observed the limb of the zfen-d as in folded causing the leak. The surgeon has not intervened at this stage. He has advised the he plans to use a balloon expandable stent to open up the graft and create a seal.

Event description:
A fen graft was implanted last year with a different surgeon. The patient has returned for a follow up and there appears to be a type 1b endoleak from the right common iliac. The surgeon has review the imaging and has observed the limb of the zfen-d as in folded causing the leak. The surgeon has not intervened at this stage. He has advised the he plans to use a balloon expandable stent to open up the graft and create a seal.

Manufacturer narrative:
The device was not returned for evaluation. The william cook australia medical director conducted an assessment of the supplied imaging and noted: I can see that part of that right iliac limb of the device does seem to have some infolding, and it appears from the flow of contrast into the abdominal aortic aneurysm sac that this is the origin of the endoleak. Given that this was found a year or so after the initial implant, then the two most likely possibilities are: 1. Progression of the patient¿s aorto-iliac disease (the most likely) 2. Some migration of the zfen-d I can¿t see any fault or failure of the device itself. The most likely cause of the type 1b endoleak is progression of the patient¿s aorto-iliac disease process. A lot number was not provided for this complaint; therefore, a review of the device history record could not be performed. The device IFU states: inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. Adverse events also notes endoleak as potential risk. Based on the information present, a definitive root cause to the type I endoleak could not be determined. It is possible that the complaint was caused by one or a combination of the following factors: - inadequate distal apposition to vessel wall - incorrect sizing - graft not fully conformed to vessel wall - patient factors.